Manufacturer narrative:
Explanted (B)(6) 2018. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon completed an icl surgery on (B)(6) 2019 and due to high vault felt compelled to exchange the lens. Additional information has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.